Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and the buttons were not responding. No significant events leading to the alarm. The battery was removed and reinserted but issue persisted. Blood glucose value is unknown but father stated customer was stable. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and would not be replaced.